Event description:
The physician provided clinic notes which mentioned that at an office visit, the programmer was "malfunctioning," and therefore the patient could not be programmed. At the next appointment, it was discovered that the patient's generator had been unintentionally programmed to 0ma output current. The physician believed that the device was at eos because of the device's age and the fact that the output current was at 0ma. It was also mentioned that it was possible, but unlikely, that the patient came in contact with a strong magnet during recent travels which turned the system off. It was noted that the physician was able to program the patient's system back to 1.5 ma normal mode output current and 2.5 ma magnet mode output current at this appointment. Additionally, it was noted that the patient lost perception of stimulation for "the past couple months", which would have put the start date right around the time of the noted programmer "malfunction." No other relevant information has been received to date.

Event description:
The physician confirmed that the programmer issue was resolved after fully charging the tablet. It was noted that the programmer was not fully charged after allowing the battery to fully deplete. Additionally it was confirmed that a system diagnostics test was performed, however it could not be determined what caused the generator to re-set to 0ma. A data download was requested for review to determine root cause of the unintentional programming event; however no data download was provided by the physician. No other relevant information has been received to date.

Event description:
The generator that the programming system programmed to incorrect program settings was returned to the manufacturer and analyzed. The generator was explanted and returned due to a end of service/ low battery condition. This was not duplicated in the pa lab. The device was interrogated and confirmed to be at a near end of service (neos)-no status. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator worksheet was reviewed and there were no issues observed. There were no performance or any other type of adverse conditions found with the pulse generator.